Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. There was no button error alarm and no unexpected blank display during testing. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother called in to report a button error alarm and a keypad anomaly. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 294 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.